Event description:
The customer reported the haptic of the aq5010v three piece silicone lens was torn off during insertion. The lens was removed and replaced with another same model/diopter lens without any patient injury. The reporter stated the event was the result of a loading error.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation: results - visual inspection of the return lens showed the lens was retuned in 2 pieces and part of the optic and a haptic was torn off and missing. A yellowish color was noted on the lens (B)(4).

Manufacturer narrative:
A DHR from qe for the yellowish residue on the lens. Method: device history review. Results: qe performed a visual inspection of the yellowish/reddish residue on the lens surface and it appeared to be a drop of liquid that was applied to the lens surface, which then spread out a little bit, evaporated and dried. (B)(4).